Event description:
The customer reported a broken joystick assembly. No patient injury was reported.

Manufacturer narrative:
The ge service rep ordered a new one and had it shipped to the customer directly. The new one works. Closing call.